Manufacturer narrative:
Patient's identifier, age, weight, date of event, other relevant history, including preexisting medical conditions, implant and explant date were not provided. When the requested information becomes available, a supplementary report will be submitted. Device evaluation results are not available. When the analysis is complete, a supplemental report will be submitted. This complaint is being submitted late due to the furloughs that resulted from the global pandemic and is captured within (B)(4).

Event description:
Per (B)(4), during clinical procedure, patient experienced failure of implant to osseointegrate.